Event description:
It was reported that during a da vinci-assisted surgical procedure, the vision side cart (vsc) had intermittent bipolar energy issue and replaced energy cord and cable port position however the issue was same and used a new instrument. Field service engineer (fse) to follow up. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer noted ports were placed prior to the issue being identified and system booted up with no issue upon power on. The system initially powered on without errors. Dvstat contacted for troubleshooting and full troubleshooting was not completed. It is unknown how the reported issue was resolved. The procedure was completed robotically with same iesu. There were no patient injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical unit (iesu) to resolve the issue. The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis. The complaint was confirmed based on the field evaluation.